Manufacturer narrative:
The battery associated with this complaint nor electronic log files have been returned and the root cause could not be determined. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED battery pack was depleted. They reported that this did not occur during patient use.